Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned catheter received cut proximal to the balloon shaft to the crimp bond (remaining delivery system [balloon shaft, flex shaft, and handle] was not returned) and a cut on the inflation balloon near the distal tip. There were no other abnormalities noted. No functional testing of the balloon could be performed based on the damaged condition of the balloon. Dimensional analysis of the balloon found the balloon wall thickness met specifications. The complaint for balloon leakage was confirmed. However, engineering is unable to determine the exact root cause of the complaint. No manufacturing non conformities were revealed during the engineering evaluation of the returned device as the inflation balloon wall thickness met specification. The device was also able to be successfully de-aired during device preparation, indicating that the damage must have occurred subsequently during the procedure. Review of manufacturing mitigations indicated that it was unlikely that a cut was present during production as each device is leak tested and visually inspected for defects. At this time, the sapien 3 is not indicated for the pulmonic position. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3valve in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Damage to the delivery system is possible during use for this approach. The probable root cause of this complaint is most likely related to these procedural and patient factors. In this case, the balloon ¿rupture¿ was reported in error as the event was related to a delivery system leakage. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(4) 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required.

Event description:
As per evaluation results, it was found that the balloon did not rupture but was cut.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during a transfemoral procedure with a 29mm sapien 3 valve in the pulmonic position, during valve deployment the delivery balloon burst upon inflation. The delivery system was removed without harm to the patient. The patient was stable. Per report, the cause for the balloon rupture was related to a pulmonic stent fracture.